Manufacturer narrative:
Device was returned for service. During service, technician found worn bearings, defective couplings and a hose that did not have enough power. Technician needed to replace the coupling, bearings/fins, hose and several other small components.

Event description:
It was reported that the device was returned for repair due to coupling damage, worn bearings, defective fins and a defective hose. Report 1 of 1 complaint (B)(4).